Event description:
Reporter alleged high blood glucose reading of 466 mg/dl and customer's dr prescribed him insulin as well as stated for him to double his oral diabetes medication dose as a result. It was stated customer took 8 units of rapid insulin and tested 6 times afterwards, however, the results did not appear to decline. Customer stated obtaining a result of 356 mg/dl after dosing another 6 units of rapid insulin and then another value afterwards of 335 mg/dl. Customer indicated he went to the dr where ? Hour later their result read 97 mg/dl. No treatment was reportedly rec'd due to the reading, however, dr told customer to return to his normal dose of oral diabetes medication. A request was made for the return of the suspect device and replacement product was sent.